Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: e1(email), h6 (problem code, type of investigation, investigation findings).

Event description:
It was reported by the getinge field service engineer that the cs300 needed safety disc and battery repairs during preventive maintenance. No patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
The correction of e1 event site email deems required. This is based on the internal evaluation. Previous e1 event site email: (B)(6). Corrected e1 event site email: (b(6). It was reported that during preventive maintenance, the cs300 intra-aortic balloon pump (iabp) had a battery run test failure. There was no patient involvement reported and no injury or harm reported. A getinge field service engineer (fse) evaluated the unit. The fse reported that the safety disk was expired and the batteries had failed the run time test. No repairs have been made, as the purchase order was never received. Should any more information become available, the complaint will be updated accordingly.